Manufacturer narrative:
Update: due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes related to this event may have been updated. Eval code-conclusion no longer applies. Previously reported codes (B)(4) apply to lead (lot#va0wdwp) only. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28 lot# va0wdwp implanted: (B)(6)2016 explanted: (B)(6)2018 product type lead device code (B)(4) applies to lead (lot# va0wdwp) only. Applies to lead (lot# va0wdwp) only. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter who said the patient programmer (pp) worked and they accidentally used a pp from a previous unit. The actions/interventions taken to resolve the therapy issues after the car accident was the unit didn't work because the leads were dislodged; the unit and leads were replaced. The therapy issues have since been resolved. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The event was considered a sudden change in therapy/symptoms. Patient said therapy was working fine for the year, but they got into a car accident and hurt their back. The patient's symptoms changed so they tried to use their patient programmer (pp) to change programs, but their pp is showing only the amplitude, therapy on/off icon, and the pp battery icon. During the call, they had access to their pp, synched to their ins which showed stimulation was on at 4.9v. The patient doesn't have the ability to change programs and/or adjust stimulation. They further stated that they can change amplitude, but there are no programs available; they use to see programs. It was reviewed that programs don't disappear from the pp. As a result of what was reported, the patient was sent a listing of physicians near them and advised to follow up with one of them. No further patient complications have been reported as a result of this event.